Event description:
Pt had right breast reconstruction with a silicone implant on the right breast, approx 15 years ago. She had noted pain in the implant site and a leak in the axillary region. Presented to hosp for removal of leaking implant as well as reconstruction of the right breast, using a transrectus myocutaneous flap.